Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and a missing downstream occlusion seal and a lifted air in line were identified. A visual inspection was performed and the reported issue was confirmed. The probable cause of the reported issue was due to a damaged air in line. As a result, the air in line, upstream occlusion seal, and downstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the air detector was loose. During physical inspection, it was found that there were a missing downstream occlusion seal and a lifted air in line. There was no patient involvement, no injury was reported.